Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. Additional h3 device evaluation summary: one open box with twelve unopened samples of product code 8720, lot pjh823 was received for analysis. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Representative samples returned to support investigation of device issues captured in reports 2210968-2020-00783, 2210968-2020-00784 and 2210968-2020-00785. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2020 and suture was used. During the procedure, the needle popped off the suture while suturing around the carotid artery, unknown loop. Suture from a different lot was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.